Manufacturer narrative:
D4: UDI is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Under visual inspection it was noticed that there was water inside cuff which indicates leak of inflation system. The root cause of the reported issue was found to be due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure or during use. No actions were taken.

Event description:
It was reported that the customer put air in the cuff during the use of the product, but the air pressure of the cuff did not rise. No patient injury was reported.